Manufacturer narrative:
(B)(4). Batch # u5d65n. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Upon visual inspection of one video, the following was observed: the video shows that at the 2:16 mark, a device with a blue reload loaded and tissue placed between the jaws. At the 2:36 mark, the device is fired. At the 2:41 mark, the device is removed from the tissue and slight bleeding is noted. At the 3:04 mark, a malformed staple is observed. At the 5:43 mark, an anvil of an ils device is introduced. At the 6:39 mark, the anvil is introduced inside of tissue. At the 6:52 mark, the ancillary trocar passes through the tissue. At the 7:00 mark, a device with a blue reload loaded is introduced. At the 7:12 mark, the tissue is placed between the jaws, the jaws are closed, and at the 7:39 mark, the device is fired. The staple line and cut line were as expected. At the 8:17 mark, a device with a blue reload loaded is introduced. At the 8:24 mark, the tissue is placed between the jaws, the jaws are closed, and at the 8:49 mark, the device is fired. The staple line and cut line were as expected. At the 9:18 mark, a device with a blue reload loaded is introduced. At the 9:23 mark, the tissue is placed between the jaws, the jaws are closed, and at the 9:40 mark, the device is fired and slight bleeding is noted on the staple line. Also, at the 10:10 mark, a malformed staple was observed. At the 12:12 mark, a device with a blue reload loaded is introduced. At the 12:14 mark, the tissue is placed between the jaws and at the 12:21 mark, the jaws are closed. At the 12:43 mark, the device is removed from the tissue and the staple line and cut lines were as expected. Based on the video reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux-en-y, the physician experienced malformed staples on multiple firings. He was using a gst60b on his first firing across mesentery and had malformed staples at the crotch of the jaws. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 11/19/2020 d4: batch # u5d65n investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with eight reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.